Manufacturer narrative:
The viperwire guide wire was received at csi for analysis. A fracture was observed. Scanning electron microscopy analysis was performed on the fractured guide wire section which showed evidence of fatigue and of rotational wear on the core wire as well as the fracture site. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire, although the exact root cause of fracture remains undetermined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A patient was admitted to the intensive care unit presenting chest pain and st elevation. The patient was intubated and brought to the catheterization laboratory with a left ventricalar assist device in place. After diagnostic imaging showed a severely calcified and tortuous left anterior descending artery (lad) and diagonal branch. The patient was turned down for surgery. The interventional cardiologist \proceeded with a high-risk percutaneous coronary intervention. A viperwire advance coronary guide wire and diamondback 360 coronary orbital atherectomy device (oad) were selected for treatment of the lesion in the lad. Five treatment passes were performed, but the oad crown could not be advanced into the lesion. The oad was removed from the patient. The diagonal branch was then wired with a non-csi wire, and angioplasty was performed with a non-csi balloon. A non-csi modality was selected for further treatment of the area, and the viperwire was removed. However, the spring tip of the viperwire remained in vivo. The physician could not access the area where the fragment remained to be able to attempt removal. The lad and diagonal arteries were patent, and the patient was stable as of (B)(6) 2022. A coronary artery bypass graft (CABG) was performed on (B)(6) 2022, during which the viperwire spring tip was removed. It was the opinion of the physician that the guide wire, positioned distally, backed out while attempting to advance the crown, and due to the severe tortuous lad, the tip broke.